Event description:
The patient was in critical condition and an iab was inserted immediately. After iabp for about three hours, the tip of the iab needed to be repositioned. After that, an alarm sounded from the pump but no blood was noted. About fifteen hours after the iab was repositioned, the iabp stopped and a lot of blood was noted in the catheter. The iab was removed immediately without any problems. After about ten hours after the iab was removed, the patient expired. The contact stated that the balloon was still in the patient and was detatched from the catheter when it was removed. (Event complications: the patient expired - reported 12/14/98.) (Pt's current status: expired-reported 12/14/98.)